Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, sh137-105-25, hall primecut cassette 1.37 x 105 x 25 mm was being used on an unknown date during an unknown procedure and the blade broke during surgery. There was no report of impact or injury for the patient. Further assessment was sent; however, no more information is known. If additional information is received this complaint will be updated. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the device, (B)(4),hall primecut cassette 1.37 x 105 x 25 mm was being used on an unknown date during an unknown procedure and the blade broke during surgery.there was no report of impact or injury for the patient. Further assessment was sent; however, no more information is known. If additional information is received this complaint will be updated. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Reported event is inconclusive. The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review was conducted and found 3 other similar events reported for this lot number involving 3 units; however, only 1 has been confirmed. A two-year review of complaint history revealed there has been a total of 11 complaints, regarding 11 devices, for this device family and failure mode.during this same time frame 6,418 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.002. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, sh137-105-25,hall primecut cassette 1.37 x 105 x 25 mm was being used on an unknown date during an unknown procedure and the blade broke during surgery.there was no report of impact or injury for the patient. Further assessment was sent; however, no more information is known. If additional information is received this complaint will be updated. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.